Event description:
It was reported that there were concerns about this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that the lead exhibited high out of range pacing impedance. Additionally, there was a signal artifact monitor (sam) episode caused by respiratory rate trend (rrt) signals that caused the rrt to switch vectors. It was also noted that the lead exhibited threshold issues and suspected loss of capture (loc). There were noisy signals that resulted in inappropriate mode switches, as well. Ts recommended reprogramming. The physician elected to not make any changes at this time and referred the patient an electrophysiologist. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns about this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that the lead exhibited high out of range pacing impedance. Additionally, there was a signal artifact monitor (sam) episode caused by respiratory rate trend (rrt) signals that caused the rrt to switch vectors. It was also noted that the lead exhibited threshold issues and suspected loss of capture (loc). There were noisy signals that resulted in inappropriate mode switches, as well. Ts recommended reprogramming. The physician elected to not make any changes at this time and referred the patient an electrophysiologist. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.